Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Today during surgery the surgeon in (B)(6) needed to use this instrument - on attempt to put this together he felt the instrument was weak at the top and did not believe the threads to be fitting together properly. The two parts of the slap hammer that would not fit together are below. In addition due to this problem he was not able to remove a stem in situ, and the surgery was extended for 2 hours whilst we got another extraction kit from a local hospital. When using the same item from the new kit the stem came straight out. During surgery today when using the slap hammer, on removal of the stem the stem would not come off the end of the slap hammer. They seemed "welded" together. The surgeon was unhappy with this and deemed it to be a fault of the slap hammer. In addition he felt that this item was weak in removing the construct and believed the threads to cross if the slap hammer was used too vigorously, which is the nature of the tool being used.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.